Event description:
Pt, with a pacemaker, was admitted to a telemetry unit. During set up of the telemetry monitor, the setting for pacemaker detection was not selected. There is no "hard stop" or forcing function at that point of the set up requiring the field to be checked. During set up, if the question "does this patient have a pacemaker?" Is not answered, it will default to "no". If the monitor is on a no pacemaker setting, it will not set off a 3 star or high level alarm if the patient goes into arrhythmia because it is still able to detect the pacer activity and interprets this as a rhythm. The monitor we previously had, required the user to answer the question before moving on with the set up. This new monitor does not require you to answer the question. In this event, the pacemaker question was not answered and therefore did not set off a high level alarm when the patient experienced an arrhythmia.